Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, blurry vision and dysphotopsia. Additional information was provided that the iol was exchanged with another lens in a secondary procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).